Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call for high blood glucose level of 400mg/dl. The customer was unable to troubleshoot and will call back at a later time for additional assistance.